Manufacturer narrative:
Rigid leaflets. Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Without return of the device or additional information the clinical observation cannot be confirmed and root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the patient was okay and did not require intervention for the implanted bioprosthetic valve. The patient will be follow by outpatient department to monitor valve status.

Event description:
Edwards learned of a mitral bioprosthetic valve that presents with mild regurgitation of +2 (on a 1-6 scale) approximately six (6) weeks after implant. Device remains implanted. It was learned through follow up that the patient has moderate central regurgitation, rigid leaflets since implant, and decreased a-p diameter. No further information was provided.